Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
Customer reported the insulin pump kept alarming no delivery and customer was experiencing high blood glucose. Customer thinks the device was not working correctly. Customer's blood glucose had been 400 mg/dl in last 24 hours. Customer stated she has treated with device and manual injection and blood glucose would not lower. Customer has changed her infusion set. Customer's blood glucose was 429 mg/dl. Customer was unable to describe any possible damage to the drive support cap. Customer stated one crack was at the corner of the keypad window right side top about half an inch. Customer stated one side of the cap was higher then the other, where battery goes. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Cannula was not occluded. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.